Manufacturer narrative:
(B)(4). Maquet (B)(4) confirmed the complaint event. According to the final statement dated (B)(6) 2012, the most probable root cause of this event could be attributed to personnel during mounting of the tubing set. The operators have been informed of this complaint. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6), it was identified that the connector on the sucker of lot 92062043 is loose. (B)(4).